Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that there was moisture damage in the battery compartment. The battery compartment was found to be cracked extending from the threads to the case seal. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and no moisture damage was found inside the pump. Unrelated to the complaint, evaluation revealed that the pump¿s vibratory feature was not functioning. The pump case was removed and the vibration motor pins were found to be out of alignment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.